Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Reportedly, customer was not taking insulin, however no additional details were provided. Tandem technical support made multiple follow up attempts with the customer, however no response was received.